Event description:
In (B)(6) 2010, pain increased in left leg above left knee. On meeting with dr. Jeremy michael stanton do in (B)(6) 2010, showed him picture of bone density where epidural line was too low. I asked again in (B)(6) 2011 and he refused to check the line. In (B)(6) 2011, I had sudden hypertension until (B)(6) 2011, when I demanded to dr. Michael stanton that the line be checked. It was then found that the line was totally crimped off. On (B)(6) 2011, the synchromed 840 b (I) was removed and the synchromed ii was placed in. The entire time fentanyl was infusing. Only later, an md told me that when fentanyl stops bp surges up and person can stroke which is my current syndrome. Dates of use: (B)(6) 2001 - (B)(6) 2011. Dose: device 1 and 2: fentanyl 7,000 mcg/ml. Route: epidural line.